Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No button error alarm noted. Act button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 170 mg/dl at time of reporting. Nothing further reported.